Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support if the issue reoccurred, which the caller understood and acknowledged.